Event description:
It was reported that the left ventricular (lv) lead had high thresholds and intermittent capture. Extraction difficulties were encountered during the revision procedure, which caused the need for pericardiocentesis and open heart surgery. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2004; 5076-52, lead, implanted: (B)(6) 2004. (B)(4).